Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with 75% stenosis of the right external iliac artery (eia) and 90% stenosis of the left eia. The physician intended to use an assurant cobalt device for treatment of a mildly calcified lesion in the patients left eia. The vessel was reported to be moderately tortuous. The IFU was followed and the device was prepped without issue. The lesion was pre-dilated. It was reported that during delivery of the stent delivery system from the right femoral to the left eia, the delivery system became caught by tortuosity and calcification and failed to advance further. The delivery system was pushed to advance but the stent became detached from the delivery system. As half of the stent was in the blood vessel and the other half was in the sheath, the sheath was pushed and advanced and then the whole stent was in the sheath. The delivery system was dilated using low pressure and the stent was returned back to the right eia. As the stent was deployed, it could not be removed from the patient body and was implanted in the stenotic site of the right eia. Another non-mdt stent was then used to treat the left eia using a brachial approach. No further additional stenting or intervention was required.